Event description:
The pt was brought to surgery two weeks ago for treatment of a gastric fistula and an eroded lap band. The lap band ap large with access port ll was placed by the surgeon four years ago according to the medical record chart. The procedure performed on the patient two weekws ago was "removal of adjustable gastric band, resection of damaged stomach and recurrent hiatal hernia repair."